Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to log in to the pyxis application. The technical support specialist (tss) dialed into application server, verified successful logins to a station, restarted the active directory synchronization services, and coordinated with pharmacy staff. After the service restart, the user confirmed successful login, resolving the issue. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user was unable to login. There were no delay, no adverse events or injuries reported based on this event.